Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381238) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 9:00 p.m. The laboratory result was 1.98 inr and at 9:05 p.m. The meter result was 2.5 inr. The patients therapeutic range is 2.5-3.5 inr and is currently testing daily but usually tests '2x' a week. The patient is doing well.

Manufacturer narrative:
The customer's strips was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 -3.1 inr): qc 1: 2.8 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.